Manufacturer narrative:
.

Event description:
The reporter stated, the surgeon attempted to insert an aq2010v silicone three piece lens, but the lens was torn in the injector. There was no pt contact.